Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that everything was going very well until the last few weeks. Patient said all of a sudden the device is not helping their symptoms. Patient said they are able to change programs and increase stim. Patient said they can feel stim. Patient said they still have to wear a pad but prior to the last weeks they wore one pad at night and one during the day. Patient said said now they have to change the pad more. Patient when they feel the urge to urinate they stand up and the urine just starts flowing. Patient said they have chronic lower back issues and 2-3 weeks ago they had infections in their lower back. Patient said the injections were lower than where the device is and the patient turned the ins off for the procedure. Patient said they haven't had any falls, trauma or change in activity. Patient services recommended keeping a voiding dairy. Patient has an appointment in early may with managing hcp. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from a manufacturer representative (rep). The rep reported that the following statement "patient said they have chronic lower back issues and 2-3 weeks ago they had infections in their lower back. " should say "patient said they have chronic lower back issues and 2-3 weeks ago they had injections in their lower back. "